Manufacturer narrative:
Zoll personnel tested the autopulse platform (sn (B)(4)) at the customer site, and no device malfunction was observed. The root cause for the reported complaint was due to a user error. Training on proper usage of the device was provided to the customer. Since there was no malfunction found during device inspection, the customer will not be returning the autopulse platform to zoll for evaluation, and no service was required to be performed by zoll.

Event description:
During patient use, the autopulse platform (serial #(B)(4)) stopped after performing 2 minutes of compressions and displayed an unknown error message. No additional information was provided. No consequences or impact to the patient.